Manufacturer narrative:
The product will be returned for analysis, but it has not been received at the analysis site. Additional information will be submitted within 30 days of receipt. (B)(4). Concomitant medical products and therapy dates: new coil (details unknown), cable (details unknown), detachment control box (details unknown).

Event description:
It was reported by the hospital contact that during the coil embolization, the coil (cdf10020330/c19249) could not be detached. Withdrew the coil and used a new coil (details unknown) to complete the procedure. There was no report on the patient injury. The patient is male and (B)(6), has an intracranial aneurysm with a size of 3.0*4.5 mm. It was initially reported that the product will be returned for analysis. There were no damages noted on the coil. There was no clinically significant delay in the procedure due to the event. A pre-deployment electrical check was performed. The low battery light was not seen during the case. It is unknown if the fault light was seen during the case. The green system ready light illuminated. It is unknown if the detachment light illuminated during the detachment cycle. It is unknown if the audible signal beeped. All connections appeared to fit properly without application of excessive force. The same cable (details unknown) and detachment control box (details unknown) were used to complete the procedure.

Manufacturer narrative:
It was reported by the hospital contact that during the coil embolization, the coil (cdf10020330/c19249) could not be detached. Withdrew the coil and used a new coil (details unknown) to complete the procedure. There was no report on the patient injury. The patient is male and 62 years old, has an intracranial aneurysm with a size of 3.0*4.5 mm. It was initially reported that the product will be returned for analysis. There were no damages noted on the coil. There was no clinically significant delay in the procedure due to the event. A pre-deployment electrical check was performed. The low battery light was not seen during the case. It is unknown if the fault light was seen during the case. The green system ready light illuminated. It is unknown if the detachment light illuminated during the detachment cycle. It is unknown if the audible signal beeped. All connections appeared to fit properly without application of excessive force. The same cable (details unknown) and detachment control box (details unknown) were used to complete the procedure. Very limited information was received. The unidentified detachment control box (dcb) and the unknown connecting cable were not returned. The microcatheter was not unidentified or returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition except for dried contrast found inside the outer sheath in the resistive heating coil section which is impossible to complete remove during any kind of cleaning process. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. The coil was returned undamaged. The detachment fiber is intact, undamaged, and exhibits no signs of receiving heat and melting. The device positioning unit (dpu) failed electrical testing with resistance at 0.0 ohms (range 48.5/56.0) and the enpower systems ready green light failed to illuminate (IFU). No manufacturing defects were found. The complaint of the coil failing to detach inside the target site is confirmed. The dpu failed electrical testing. The most likely root cause of the coils failure to detach may have been due to wiring damage and/or a fracture of the solder joint connection inside the resistive heating coil section. The circumstances of how and when this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. In addition, without the return of the complete detachment system and with no identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.